Event description:
It was reported that the subject device exhibited unclear image and the anatomical structures such as nerves and blood vessels in the abdominal cavity couldn¿t be clearly identified due to blurry lens during therapeutic laparoscopic procedure for radical resection of ascending colon cancer. The procedure was prolonged and was later completed using the same device after replacing the lens. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name: (B)(6). E2/ e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.